Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficult to deploy the clip could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the valve had a posterior flail and redundant leaflets. One clip was successfully deployed at a2/p2. An additional clip was inserted and placed medially. The clip was attempted to be deployed, but it was observed the clip did not detach from the mandrel. The actuator knob was rotated a few more times, but the clip still did not deploy. It was then observed the gripper lines had not detached from the clip. Therefore, the physician dismantled the gripper levers and was able to grasp the gripper lines. The gripper lines were pulled and were able to detach from the clip. The clip remained stable on the leaflets and mr was reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.